Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the right atrial lead failed to capture and had migrated. The right ventricular lead had high thresholds. Both leads were capped and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the right atrial lead failed to capture and had migrated. The atrial lead was capped and replaced. The right ventricular lead had high thresholds. The patient was seen at a later date in the emergency room after hearing a "beep" from their device. Interrogation revealed the right ventricular lead had high impedance and a fracture was suspected. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the right atrial lead failed to capture and had migrated. The right ventricular lead had high thresholds. The atrial lead was capped and replaced. The ventricular lead was modified. It was also reported that the right ventricular lead had a fracture and was replaced. No patient complications were reported as a result of this event.